Event description:
It was reported the patient had minor concerns, but they would be working with their healthcare provider and manufacturer representative as needed. Appointment dates of 2014 (B)(6) and 2014 (B)(6) were noted.

Event description:
It was indicated that patient had an implant surgery six days prior to this report and was set at 8.7 v in program 1 and that was the setting patient was when she had a trial. It was indicated that the next day the stimulation went down to 5.7 v. The patient stated she did not change it and stimulation changed by itself from 8.7 v to 5.7 v. The patient stated at first when she was at 8.7 v she felt stimulation was too high and she thought she felt stimulation in different spots at first, she said 'you know your back hurts'. It was indicated that since 4 days ago prior to this call patient stopped feeling stimulation. She tried to increase it almost up to 9 v and then she changed it back to 8.7 v. Now she was trying to increase stimulation again but she was not able to go past 8.5 v. It was reported it stopped helping with her urinary symptoms a few days ago. She had to wear pads and a diaper at night. It was indicated that patient used programmer on the call and confirmed the therapy was on; she was in program 1 at 8.5 v. It was indicated that at first patient tried to increase and got 'upper limit' reached screen. It was noted that patient program was changed to 2 and increased to 5.7 v- was noted that patient felt no stimulation then tried program 3 and felt no stimulation. It was indicated that while she was switching to program 3, she also had difficulties with connecting to neurostimulator (ins), she got a poor communication screen a few times. It was noted they pushed therapy on button to make sure her therapy was on. The patient then changed to p 4 and increased to 5.4 v and at first felt no stimulation. After a few minutes patient reported she felt stimulation and was comfortable. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va04h0z, implanted: (B)(6) 2014, product type lead. (B)(4).